Event description:
The accounts maintenance stated the bed was showing an error code of 8 (power supply node) and he found that the left coiled cable was damaged, exposing bare metal wires.

Manufacturer narrative:
The account's maintenance replaced the coiled cable to repair the bed.